Event description:
It was reported by the aci sale professional that (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon ruptured at the second stop. The device was removed and the patient was converted to approximately 12 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1222601) indicated that the device lot met all established performance criteria prior to shipment.